Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they received insulin flow block alarms. The customer experienced high blood glucose on (B)(6) 2017, 340 mg/dl on (B)(6) 2017, 395 mg/dl on (B)(6) 2017 and high blood glucose on (B)(6) 2017. The customer reported that the insulin flow block alarm was resolved by infusion set and changing reservoir. The reservoirs will not be returned for analysis.